Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The replaced e-100 generator was returned for failure analysis. The reported failure was replicated. The unit was installed into a test system and it failed a power on. The power led turned solid red with five power cycles. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electro-surgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that two vessel sealer extends (vses) would not work when connected into the e-100 generator. The customer stated the e-100 was stuck powered on and would not power off. The intuitive tech support engineer (tse) had the customer power cycle the e-100. Once the e-100 powered back on the led turned red. The caller stated that they would continue using the system with the vse in the erbe. The surgeon did not want to power the system off. The tse suggested that the customer call back after the procedure to further troubleshoot the issue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.